Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 271, 259 and 228 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer did not have lancing device with him. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is concerned with high readings. Results of concern are 198, 211, 228, 259, 271 mg/dl. Expected fasting result is 90-120 mg/dl. Unable to verify date and time, date and time was not set up. Customer was unable to run a back to back blood test, did not have lancing device with him at time of call.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 271, 259 and 228 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer did not have lancing device with him. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/21/2018 and open vial date is 06/24/2017. The meter memory was reviewed for previous test result history (date / time not set): 211mg/dl 12:00 pm fasting: yes; 198mg/dl 12:00 pm fasting: yes; 271mg/dl 12:00 pm fasting: yes; 228mg/dl 12:00 pm fasting: yes; 259mg/dl 12:00 pm fasting: yes. Memory concerns:198, 211, 228, 259, 271mg/dl. Customer is concerned with high readings. Results of concern are 198, 211, 228, 259, 271mg/dl. Expected fasting result is 90-120mg/dl. Unable to verify date and time, date and time was not set up. Customer was unable to run a back to back blood test, did not have lancing device with him at time of call.